Manufacturer narrative:
It was reported that the device was turned on normally and was connected to the patient, but the fetal heart sound was sometimes absent. The customer tested the device and the issue was resolved. The customer did not provide any test method. The reported issue was resolved by the customer, but no addition information regarding the cause or resolution was provided. Reporting address line 1 (B)(6). Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a the fetal heart sound intermittently appears. The device was in use on a patient at the time of the event. There was no adverse event reported